Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high results. The reporter obtained blood glucose values of 176mg/dl on a lifescan meter and 125mg/dl on another meter within 30 minutes of each other. This complaint is being reported for the following reason: based on statistical methodology, the difference between the two results exceeds the maximum acceptable value of 30% difference between readings compared to another meter within 30 minutes of each other. The reported results did not meet lifescan's acceptable accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (07/08/2014)-device evaluation: the meter and test strips involved with this complaint have been returned on 05/28.2014 and 06/09/2014 and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found and the primary complaint was not confirmed.the meter has been returned, but not yet evaluated.once lifescan obtains additional information regarding this complaint, a follow up report will be submitted.